Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. Analysis of the returned sheath found no abnormalities or defects that could have contributed to this allegation. Therefore, the cause of this allegation cannot be confirmed.

Event description:
It was reported that a faradrive steerable sheath during procedure air was being pulled out when the catheter was taken out of the body and put back into the sheath. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure air was being pulled out of the sheath when the catheter was taken out and put back into the sheath. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.